Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: lot manufactured between january 13, 2020 to january 14, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing testing was performed using sterile water with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set leaked in the area that connects to the needle. This was identified during setup prior to patient use. There was no patient involvement. No additional information is available.